Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss with all the bedside monitors. There is an error message displaying communication loss on all bedside monitors on this cns. Patients are in the ccu department and are connected to hardwired bedside monitors. Nihon kohden technical support (tech support) had the customer re-seat the network cable attached to the cns and when they re-seated the network cable all bedside monitors resumed monitoring at the cns. Tech support recommended that notify their biomedical department and tell them that there may be a possible bad network port or bad network cable and get that checked out. Issue has been resolved through re-seating the network cable. No patient harm was reported. Bedside monitors: model: ni. Sn: ni.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss with all the bedside monitors. There is an error message displaying communication loss on all bedside monitors on this cns. Patients are in the ccu department and are connected to hardwired bedside monitors. Nihon kohden technical support (tech support) had the customer re-seat the network cable attached to the cns and when they re-seated the network cable all bedside monitors resumed monitoring at the cns. Tech support recommended that notify their biomedical department and tell them that there may be a possible bad network port or bad network cable and get that checked out. Issue has been resolved through re-seating the network cable. No patient harm was reported.